Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration at a dose of 11.98 mg/day via an implantable infusion pump for non-malignant pain. It was reported that in the past on an unknown date the patient went through withdrawal because her pump "gave out". The event was resolved by getting a new pump. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.